Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. Upon arrival at the customer's site, the stm observed the iabp unit was powering up and the batteries were fully charged. The stm was unable to duplicate the reported issue and, as a precautionary measure, replaced the batteries since they had almost reached their due date for replacement. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during power up, the cs300 intra-aortic balloon pump (iabp) would not power on with the battery or when connected to ac power. There was no patient involvement and no adverse event was reported.